Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the outer hose had holes and was disconnected from the pressure release valve (prv). It was determined that this would create a situation of low pressure (weak and leaking air). Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or pulling the autolube around by the hose. It was determined that the hose was disconnected from the prv due to excessive pulling on the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was weak. It was further reported that the device was leaking air. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.